Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unknown procedure the device doesn't work. No further information available. No harm to the patient reported. No information about the delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date has been updated. Investigation summary: the device was received at the service center and evaluated. There was no defect reported but there were deficiencies impairing the function of the device found during repair. The following repair activities were performed: mechanical upgrade performed, cpu board repaired, pressure mechanism re-adjusted, pneumatic circuit checked . Unit cleaned, 8-hour endurance test carried out, unit calibrated newly, functional test performed, and the electrical safety test completed. The pressure adjuster was worn out and the footswitch connector was corroded, this is the probable cause for the device to be sent back for repair. Further, a review into the depuy synthes mitek complaints system revealed five dissimilar complaints for this serialized device. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field.a review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).